Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an unknown error message. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began on (B)(6). The patient could not recall the exact error message obtained; however, stated that the issue was on-going and prevented them from testing their blood glucose. The patient manages their diabetes with a combination of medication. The patient reported continuing to take their usual dose of metformin and lantus in response to the alleged issue. The patient reported developing symptoms of blurred vision and sick to their stomach on (B)(6). The patient denied taking any self-treatment for these symptoms. The patient reported going to the emergency room (ER) where they received treatment of insulin. The patient reported testing their blood glucose on an ER meter and obtained a reading of 987mg/dl. The patient reported being admitted to hospital for a duration of 4 days. The alleged issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia after the alleged issue began.